Manufacturer narrative:
Lorenzo santodirocco; luca a. Morgantini; marwan alkassis; jinchun qi; simone crivellaro "patterns and predictor of urinary continence recovery after extraperitoneal single port robot-assisted radical prostatectomy" journ al of clinical medicine; 2026, 10.3390/jcm15072563 d10. Concomitant product unknown vloc product (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between january 2019 and june 2025, a retrospective study retrospectively reviewed the records of patients who underwent single-port robot-assisted radical prostatectomy. There were a total of 180 patients included in the study. In all patients, two 3-0 v-loc sutures were used to complete the vesicourethral anastomosis. The first suture is used to start the anastomosis from 6 o¿clock location in a clockwise fashion. A second suture is employed in a counterclockwise fashion to complete the anastomosis. Postoperative complications included urine leak at the anastomosis site. No interventions were reported.